Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(4) 2017. The representative reported that the system was functioning as designed outside of the viewing station of the imaging system batteries. The representative reported that they returned to the site on (B)(4) 2017. They reported that they replaced the uninterruptible power supply (ups) batteries to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups batteries have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the viewing station of the imaging system had faulty batteries. The viewing station of the imaging system powered down when unplugged from an outlet. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The uninterruptible power supply (ups) was returned to the manufacturer for analysis. Investigation was able to duplicate the issue. The ups powered on with returned batteries. Charged for at least 6 hours. Perform 5 minute load test. Failed 0 min 17 seconds. Installed new batteries and charge for at least 6 hours. Performed 5 minute load test. Passed, 6 minutes 33 seconds. Recharge batteries for at least 6 hours. Returned batteries would not hold a charge. The hardware investigation found that reported event was related to an electrical failure; low battery voltage.